Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2016 - (B)(6) 2016. The patient detailed that she obtained alleged blood glucose results of 252 and 110mg/dl on the subject meter, compared to about 185 and 53mg/dl obtained on the laboratory device, preformed within 10 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs' criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster) and stated that on (B)(6) 2016, am, she increased her dose of medications lantus solostar and humulin r as a result of the alleged product issue. The patient reported that on an unknown date and time prior to the alleged product issue beginning she had been experiencing the symptoms of shaky, blurry vision, nausea and headache. She stated that on (b)(64) 2016 - (B)(6) 2016. He was admitted to hospital and treated with IV glucose from a health care professional hcp. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, altered her medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes and hcp intervention for symptoms suggestive of a serious injury.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.